Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave a communication loss error and crashed to desktop, then rebooted itself when a nurse tried to silence an alarm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model#: mu-651ra, serial#: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model#: mu-651ra, serial#: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model#: mu-651ra, serial#: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model#: mu-651ra, serial#: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 01/21/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 04/13/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: mu-651ra, serial #: (B)(6), device manufacturer data: 04/07/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: cu-192ra, serial #: (B)(6), device manufacturer data: 04/26/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, model #: cu-192ra, serial #: (B)(6), device manufacturer data: 04/26/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave a communication loss error and crashed to desktop, then rebooted itself when a nurse tried to silence an alarm. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave a communication loss error and crashed, then went to the desktop. The cns rebooted on its own when a nurse tried to silence an alarm. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) gave a communication loss error and crashed, then went to the desktop. The cns rebooted on its own when a nurse tried to silence an alarm. There was no patient harm reported. Investigation summary: the reported device was brought in for evaluation and the issue was duplicated during evaluation. The root cause is failure of the hdds. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance). Nk will continue to monitor and trend for this issue. Model #: mu-651ra. Serial #s: (B)(6). Device manufacturer data: 01/21/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 04/07/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 04/13/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: cu-192ra. Serial #s: (B)(6). Device manufacturer data: 04/26/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.